Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited loss of capture (loc) and oversensing that resulted in pacing inhibition for greater than two seconds of asystole. This rv lead was surgically abandoned and was replaced with no issue. The device was electively explanted as well and replaced with a new device. Additional information was received indicating that the source of oversensing was not conclusively determined as noise was unable to be reproduced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.